Event description:
Boston scientific received information that noise oversensing was noted on this right ventricular (rv) lead. The oversensing resulted in pacing inhibition. The is-1 portion of this lead was capped and a new competitor rate/sense lead was then successfully implanted. This rv lead remains implanted for shocking purposes only. In addition, the implantable cardioverter defibrillator (ICD) was explanted and replaced. No other adverse patient effects were reported in association with the surgical procedure.

Manufacturer narrative:
The explanted ICD is not expected to be returned for laboratory analysis. A save to disk was performed and was sent to boston scientific technical services for further evaluation. At this time, no additional information has been reported. Once the data is analyzed, this report will be updated.

Manufacturer narrative:
The save to disk was analyzed by boston scientific technical services (ts). A review of the electrograms confirmed several episodes were recorded due to the noise oversensing was on the ventricular channel. In some of those episodes, the oversensing resulted in asystole for more than two seconds. In addition, the rv pacing impedance measurements had gradually decreased to below 200 ohms. The ts representative discussed that this is most likely due to an insulation issue which could have been caused by lead on can contact while implanted. The actions that were taken should resolve the noise oversensing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.